Event description:
Dr (B)(6) has tortured me for ten years with a lanx implant pedicle screw system. I'm a double implant patient. Zimmerbiomet inc. He has known since the day it was put in congressional law "madayes." The devices are a looked on market. I can not get a claim number or help; my "peek cake" is poisoning my body. I have a codman ventral implant in my brain. I'm a ssi beneficiary. I can't feel my legs. Dr (B)(6) and his ceo have abused it fiduciary duty to his beneficiary. I have begged, called asked, he has known for ten years there was a severe problem. I can't get the iud number. I have spent ten years homes traveling the western united states to remove the implant. He has lied in every affidavit and this falls under rico because I'm a (B)(6) patient. Mrn (B)(6) financial #(B)(6) admit time (B)(6) 2008 discharge time, none documented. Location (B)(6) a patient type ip chart copy (B)(6) admitting physical (B)(6) past medical history, remarkable for anxiety. Warren spinal fixation kit, owned and by lanx medical MFR., subsidiary of principal zimmerbiomet, llc ebi holdings. All investors have been frauded. I have no dr, no meds, I have been shut out of the community. MFR: lanx inc medical devices.